Manufacturer narrative:
The investigation found that due to a software issue, when multiple reports are printed at the same time, the software may generate invalid xsl files. When this happens, reports using this design file are no longer generated/printed. To restore printing, the user can save the report design to enable printing.

Event description:
There was an allegation that reports were not available due to an issue with the navify lab operations software. Allegedly, the doctors could not retrieve the blood gas test results from a rapidpoint instrument for a patient. At 12:24, an order for blood gas testing was generated. This was registered correctly in navify ® lab operations, and the results for the order were received in navify lab operations. Between 12:59 and 13:11, there were four attempts to preview the order through the report's preview web service. Allegedly, a pdf was not generated due to a software issue. At 13:12, the results for the order were manually validated by a laboratory user. During this time period, the results remained visually available in the instrument and in the software itself.